Manufacturer narrative:
Medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the plunger was not pushed all the way down during deployment and as a result, the needles and cuffs did not connect. Without removing the plunger, the foot was attempted to be closed. However, the foot was unable to be closed and the device could not be removed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: step 2 depress the plunger to deploy needles: a. While maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle and cuff engagement. In this case, the plunger not being depressed completely during deployment would not have contributed to the reported difficulties. Additionally the eifu states: step 3 pull back plunger to deploy suture: a. Using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the arrow direction marked 3) and completely remove the plunger and needles from the body. Continue to pull back on the plunger until the suture is taut, which confirms that the suture has been fully retracted from the body of the device. The anterior needle will be attached to the link with the suture limb. The posterior needle will be free of the suture. And step 4 lower lever to close foot: a. Release the gentle retraction against the vessel wall. Advance device slightly to restore marker flow, if necessary. Push the lever (marked 4) down to the body of the device to return the foot to its original closed position. Note: do not attempt to remove the device without closing the lever fully to its original closed position, ¿1¿ is visible on top of the lever. Without removing the plunger, the foot would not be able to be retracted and would result in the device entrapment. The reported difficult to open or close the foot is related to the reported attempt to close the foot without removing the plunger and resulted to the device entrapment. The plunger, when depressed, goes through the lever mechanism preventing the closure of the foot. In this case, removal of the plunger from the handle would have allowed the foot to close and allowed the device to be removed without surgical intervention. Additionally, as stated, pushing the plunger all the way down would have completed the needle to cuff connection and suture harvest could have been completed. Alternatively, even if the plunger was pulled, only a cuff miss would have resulted and the procedure could have continued per the physician¿s judgement to achieve hemostasis. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional coronary angiogram procedure with a 7f sheath. Reportedly, despite no resistance being noted, the plunger was not pushed all the way down. As a result, the needles and cuffs did not connect. Without removing the plunger, the foot was attempted to be closed. However, the foot was unable to be closed, and the device could not be removed. A surgical cut-down was performed to remove the device and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided